Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed to treat a lesion in the middle third left anterior descending (lad) coronary artery with mild calcification, mild tortuosity and 80% stenosis. A 2.5x23mm xience alpine stent was implanted. Post dilation was attempted by the nc trek neo balloon dilatation catheter (bdc) which was advanced over a 0.14 whisper guide wire (gw). The bdc was unable to pass through the stent due to shaft thickness and resistance was felt crossing the lesion. During bdc positioning, the gw and non-abbott guide catheter lost access [displaced], and a dissection was noted at the distal edge of the stent. A 2.25 x33 xience alpine stent was used to treat the dissection. Another nc bdc was used to continue the procedure. There were no reported adverse patient sequela. An approximate delay of 50 minutes occurred due the displaced devices. No additional information was provided.